Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.612.010; synthes lot: h732698; supplier lot: h732698; release to warehouse date: november 29, 2018; supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: flex arm was received at customer quality (cq). Upon visual inspection at cq, no damage was noted to the device aside from minor cosmetic wear consistent with device use which would not contribute to the device functionality. Functional test the tensioning knob was received in jammed condition. The knob was unable to be rotated clockwise (tightening the tensioner) without an abnormal amount of manual force before jamming again; the knob could not appropriately tension the device. The received condition agrees with the complaint condition that the device would not tighten. No issues were noticed with flex arm coupling. Dimensional inspection inspection of the internal components responsible for tensioner were not accessible without destroying the device; therefore, dimensional inspection of components relevant to the jamming received condition was not performed. Document/specification review the following drawing was reviewed during investigation: - flex arm assembly no design issues were observed. Investigation conclusion the complaint of a jamming tensioning knob was confirmed with investigation. A root cause could not be determined during investigation. It is possible that the repeated usage and service may have contributed to the complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that while setting up the minimally invasive surgery (mis) support system for a discectomy procedure on (B)(6) 2019, the flex arm was not holding properly once fully tightened. Subsequently, another flex arm from the set was used in order to complete the surgery in a timely manner. The procedure was successfully completed with no surgical delay. There was no patient consequence reported. This report is for a flex arm. This is report 1 of 1 for (B)(4).